Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 45 mg/dl after unintentionally injecting a full insulin cartridge during a supply change while still connected to the infusion site. The user was treated with oral glucose at (B)(6) medical center and discharged on (B)(6) 2025. The event was attributed to performing a cartridge change without rewinding or disconnecting from the body.